Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the pump did not function as intended. Customer declined further troubleshooting, therefore, a root cause could not be determined. A correction bolus was delivered and a manual insulin injection was administered to address bg level.